Manufacturer narrative:
D10 concomitants: (B)(6) 101-45-20 - 4.5mm drill bit 20mm, (B)(6) 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, (B)(6) 180-65-35 - alteon 6.5mm screw, 35mm, (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2, (B)(6) 190-30-04 - alt ha s clr std sz 4. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left hip was revised approximately 7 years post initial operation. The patient had poly wear/osteolysis. Patient was revised to exactech devices, poly was replaced. No device breakage or surgery prolongation reported. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The most likely cause for the revision reported due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear and osteolysis cannot be confirmed and the contributions of each to the reported event cannot be determined. The prosthesis wear/osteolysis was able to be confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.